Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Foreign country: united kingdom. Review of the most recent repair record determined the motor had unstable motor speed. The motor was replaced to resolve the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the unit had a defective motor. The event timing was during preventive maintenance. There was no harm or delay. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available. Upon investigation, it was found that the motor speed was unstable.